Event description:
It was reported that there was an unknown repair with the device. There was no harm or delay reported. Upon investigation, it was found that the unit would not increase to set pressure. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country- japan. Review of the most recent repair record determined the unit would not increase to set pressure. The battery and plumbing assembly were replaced to resolve the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.